Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 19-may-2022. The device evaluation was completed on 06-jun-2022. The product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and functional test of the returned device. Visual analysis of the returned sample revealed foreign material inside the pebax of the thermocool® smart touch® sf bi-directional navigation catheter. The device was inspected on the pebax area, under microscopy, in order to identify if there was damage on the pebax which caused the foreign material inside the pebax. A hole was found in the pebax. A screening test was performed in accordance with bwi procedures. The returned sample was connected to the carto 3 system, and the force values were observed within specifications. A manufacturing record evaluation was performed for the finished device number 30736210l, and no internal actions related to the complaint were found during the review. All devices are manufactured, inspected, and released to approved specifications as part of bwi's quality process. It should be noted that device failure is multifactorial. Even though no force error was present during the screening test. Contact of blood with the sensor wires can trigger force sensor errors. The instructions for use contain the following precautions: flush the catheter with heparinized saline prior to insertion into the body. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster inc, (bwi) product analysis lab observed a foreign material inside the pebax area and a hole was found. Initially, it was reported that the force reading would display as high when they were ablating and an error of 80 (invalid force measurements) was displayed intermittently. The cable was exchanged, and the issue persisted. The catheter was exchanged, and the issue was resolved. The case was completed without any further incident. The carto 3 system is working per specs. No adverse patient consequences were reported. The issue of force high was assessed as not MDR reportable. The issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found a foreign material in the pebax area. The device was inspected on the pebax area, under microscopy, in order to identify the damage on the pebax that caused the foreign material inside the pebax. A hole was found in the pebax. The awareness date for this reportable lab finding is 06-jun-2022.